Event description:
It was reported that the device overtemperature alarm when the device is turned on. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for investigation. During visual inspection it was observed that the potentiometer on the printed circuit board (pcb) was loose, there was contaminate inside the water tank, and the water tank cover was cracked and leaking. The reported issue was confirmed during functional testing, when the device overheated. The issue was traced to the device heater, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As the device is no longer needed for service, it will be decommissioned.